Event description:
Additional information became available that this device was explanted for normal battery depletion (nbd). To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) device was at end of life (eol) due to prolonged charge time (CT). Boston scientific technical services (ts) explained to the field representative that this device was near mid-life charge time (CT) limit for elective replacement indicator (eri) at previous check last year. Ts discussed that this ICD device can still deliver therapy but a longer CT was needed if ever the patient would be in need of shock again. The patient was then advised to continue normal device follow-up and monitoring. This ICD device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.